Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. It was noted that the helix was bent. It was visually observed that the lead was damaged at implant. (B)(4).

Event description:
It was reported that during initial implant, the right ventricular (rv) lead failed to sense. When checked using the analyzer, there were no legible r waves and noise could be heard. The rv lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.